Manufacturer narrative:
Investigation is ongoing.

Event description:
On 2016-(B)(6), it could be confirmed that a revision surgery of the total knee prosthesis was performed due to aseptic loosening.

Event description:
User report reported through bfarm: early loosening of a rt-plus modular knee tep after 4 years with rough bone destruction. It is not confirmed whether a revision has taken place.